Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 had failed. A field service engineer (fse) found that the enhanced full-height drawer 1 was not closed. The fse removed the back panel, closed the door, but noticed that the light emitting diode (led) was not on. The fse then removed the drawer, replaced it with a missing magnet, reinstalled the drawer, and confirmed that the drawer was closed. The fse verified the connections, light emitting diode (led), and removed debris. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had drawer 1 failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.